Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient blood glucose level tested 86 mg/dl while in the ambulance; treated with oxygen mask with bag 10 lpm, and on IV 0.9% nss 1,000 ml IV drips 80 ml/hr. Patient's clinical state did not match reading; reading of 86 mg/dl resulted in a treatment delay. Caller stated that at the emergency room in the hospital, doctor tested the bg with ac performa the meter show 26 mg/dl so the doctor gave 50% glucose 50 ml. After that the patient had consciousness and was admitted to the hospital. Requested return of the alleged device for evaluation.